Manufacturer narrative:
Follow-up # 1 date of submission 5/01/2017. Device evaluation: the device has been returned and evaluated by product analysis on 4/06/2017 with the following findings: a review of the pump histories showed multiple manual suspends and manual resumes performed on the pump. The total daily dose history indicated that the insulin delivery totals correctly reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 24 units after 24 hours on a 1 unit/hour duration test. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. No defects were found on investigation therefore the investigation was unable to duplicate the initial ¿inaccurate delivery¿ complaint. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was 39 mg/dl with convulsing and seizures. The reporter noted the patient was treated by emergency medical service with unknown treatment, they discontinued pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. Troubleshooting was not performed. The reporter alleged and inaccurate delivery issue of unknown cause. This complaint is being reported because the reported health event was attributed to an unknown device issue.